Event description:
During the operation acdf (anterior cervical discectomy and fusion) c4-c6, and while using a microball nerve retractor, once pulling out the instrument from the neck, it was noted that the tip (microball) was missing. A thorough look in the field occurred, and it was not found. The instrument was cleaned and kept per protocol for the director. At the end of the case, when final x-rays were taken with the c-arm both laterally and a/p, it was not found or seen. It was determined safe to leave in the patient by doctor, and closure of surgical site commenced with correct count.

Event description:
During the operation acdf (anterior cervical discectomy and fusion) c4-c6, and while using a microball nerve retractor, once pulling out the instrument from the neck, it was noted that the tip (microball) was missing. A thorough look in the field occurred, and it was not found. The instrument was cleaned and kept per protocol for the director. At the end of the case, when final x-rays were taken with the c-arm both laterally and a/p, it was not found or seen. It was determined safe to leave in the patient by doctor, and closure of surgical site commenced with correct count.